Manufacturer narrative:
Internal complaint reference: case-(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The plastic handle cover was damaged. All the labels were damaged. The quick connect push button was bent. A functional evaluation was performed. The foot pedal did not fully depress. The device failed the weight test. The piston migration was at 2 inches. The reported failure was confirmed and the root cause has been determined to be a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider tenet connection was flipping. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the device failed the weight test which makes it a reportable event.